Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the glenoid sizer handle shows signs of use as well as wear and tear. There are scratches, knicks, and gouges on the handle and body of the device. The tips of the sizer handle are slightly bent. The plunger has fractured from the handle button at the weld and shows discoloration on that end. Measured the diameter of the plunger and body subcomponents at different locations and all measurements are conforming. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed as a picture was provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a sizer handle was disassembled during a procedure, with no patient harm or impact. Attempts have been made and no further event information is available at the time of this report.